Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that n animal underwent a mass removal procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the healthcare professional that during mass removal procedure suture broken in mid surgery. Procedure was delayed by 10 minutes. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.